Event description:
A medtronic representative reported that, while in the navigation task of a cranial procedure, the surgeon attempted to verify a probe and the camera stopped tracking, displaying red status for both probe and frame. The camera still showed 'connected' and functioned normally. A re-start of the 2.2.0 synergy cranial software returned the camera to normal function, then the issue reoccurred, twice. Power-cycling the scu appeared to resolve the issue. The surgeon continued and completed the surgery with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Rmas issued. Replacement staff cart shipped to site (B)(4) 2013. Medtronic investigation of returned suspect device finds, when opening the shipping crate, that the camera cable had physical damage. Performed a continuity test on the cable and found that pin 1 is open. Pin 1 is one of the power lines to the camera. Due to the damage to the cable it cannot be used to test the system. Used a test cable, and powered on the system and the camera communicated without issue. It tracks the instruments with green status. Ran for 7 days and no issues were observed. Reported issue could not be duplicated. Replacement surg cart shipped to site (B)(4) 2013. Medtronic investigation finds this monitor cart was returned, unused. Medtronic representative, following-up, reported subsequent procedures using the same system were successful, no issues reported.